Event description:
It was reported that a new ams 800 artificial urinary sphincter (aus) had excessive leakage when filling it with solution due to a hole in the balloon. The procedure was completed with another aus balloon of the same device. No patient complications were reported in relation to this event. The product was explanted and expected to be returned. A supplemental report will be filed after the product has been returned and product analysis has been completed.

Manufacturer narrative:
Malfunction was reported. The ams800 balloon was visually inspected. There was a leak in the balloon shell due to sharp instrument damage. The balloon was not functionally tested due to the leak. Review of the manufacturing records for batch 1000243269 from container 23467484-010 confirmed that there was a total of 1 units started for this manufactured batch with no rework or scrap. Review of the manufacturing records determined that all of the 1 finished units were successfully processed. There were no non-conformances that occurred during the manufacturing process of this batch. It can be concluded that all the devices in this batch were manufactured per process and met all specifications. Ship history, labeling review and risk review not required per 92186855 wi cis product investigation. Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary.

Event description:
It was reported that a new ams 800 artificial urinary sphincter (aus) had excessive leakage when filling it with solution due to a hole in the balloon. The procedure was completed with another aus balloon of the same device. No patient complications were reported in relation to this event.